Manufacturer narrative:
The device has been returned; however, the evaluation could not determine the cause of the event.(B)(4).

Event description:
Treatment of a dissecting cerebral aneurysm at the vertebral artery. During the procedure, it was reported that the second implant coil would not detach with the instant detacher or via breaking of the hypo-tube (an alternate detachment method presented in the instructions for use). The coil was removed from the patient along with the pushwire. No injury was reported with the patient as a result of the procedure.